Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An 80-year-old male with stemi presented on (B)(6) 2025 and experienced a brief run of ventricular tachycardia prior to catheterization. During pci to the lad, he developed cardiac arrest requiring CPR, epinephrine, and intubation, with rosc achieved twice. Mechanical circulatory support was initiated, and an impella device was successfully implanted via the right femoral artery. Additional pci to the diagonal branch and rca was completed, and the patient was transferred to the cvicu. Later that day, the patient developed fever with concern for sepsis. Vasopressor therapy was adjusted, and broad-spectrum antibiotics were initiated. Distal perfusion remained intact with no bleeding at the impella site. On (B)(6) 2025, he developed acute anemia (hgb 4.3 g/dl) and new thrombocytopenia. CT imaging showed no bleeding source, and the access site remained clean. Heparin was discontinued due to concern for hit, bivalirudin was started, and 4 units of prbcs were transfused. Impella support was decreased to p6. Lactate improved, though renal function worsened. Over the next 24 hours, the patient demonstrated improved hemodynamics, allowing discontinuation of vasopressin and weaning of norepinephrine. No impella alarms were reported. On (B)(6) 2025, the impella was electively explanted using perclose closure, and post-explant echocardiography showed an ef of 35¿40%. The patient survived to explant, and all clinical events were managed without identification of a device or use problem.